Event description:
It was reported that post implant the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted the shock was inappropriately administered due to oversensing of noise from a wandering baseline signal. Air entrapment around the sensing electrode was suspected to be the cause, thus therapy was programmed off in the s-ICD and a chest x-ray was ordered. The field representative followed up with the hospital and was noted the patient was discharged with therapy programmed off and would follow up in approximately one month for further evaluation. The electrode remains in service and no additional adverse patient effects were reported. Additional information was that the patient was brought in for a device check. In the previous programming vector noise was observed with small arm movements. Auto set up was re-ran and a new sensing vector was chosen which had good sensing. This vector was reprogrammed and therapy turned back on. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that post implant the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted the shock was inappropriately administered due to oversensing of noise from a wandering baseline signal. Air entrapment around the sensing electrode was suspected to be the cause, thus therapy was programmed off in the s-ICD and a chest x-ray was ordered. The field representative followed up with the hospital and was noted the patient was discharged with therapy programmed off and would follow up in approximately one month for further evaluation. The electrode remains in service and no additional adverse patient effects were reported.